Event description:
Additional information was received from a patient (pt). It was reported that the patient had a new unit implanted on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791 lot# serial# unknown product type recharger event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that the pt is unable to charge their implanted neurostimulator (ins) and "reposition antenna" continues to display on the recharger (rtm) when attempting to initiate a recharge session. Pt rep confirmed the last time pt was able to successfully charge their ins was either 1/18/23 or 1/19/23. They confirmed that it appears that the cord is "rough" near where the cord connects to the charging disk as if the wires are damaged internally. A replacement recharger antenna (insr) was requested. Pt was speaking in the background of the call and mentioned that they saw their healthcare provider (hcp) about a year ago and they began discussing possibly replacing the ins. Patient services (ps) attempted to clarify the reason for possible replacement and pt confirmed that they just wanted to update to a more "modern" ins. Pt rep and pt called back saying they got the replacement insr, but still got reposition antenna screen. Ps had ca ller try to use patient programmer, but they reported poor communication screen. Ps redirected to hcp/manufacture representative (rep) as neither handheld device could connect anymore. Additional information was received from the patient (pt). They reported that their machine just stopped working. Pt reported that the communication issue was not resolved even with the new recharger antenna. They are now scheduled to see a healthcare provider (hcp) for a new implant. Pt also reported their weight.